Event description:
It was reported that touchscreen became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, and no additional information was received regarding troubleshooting steps or final outcome of event.